Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header, despite using silicon oil. The lead was finally implanted with good electrical numbers. The patient would be monitored.

Manufacturer narrative:
.